Event description:
It was reported that the patient underwent heart transplant. The cause of the transplant was an inflow cannula malfunction that was associated with increased pulsatility index (pi) events, atrial fibrillation burden, and right ventricular dysfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported inflow cannula malfunction, cardiac arrhythmia, and right heart failure could not conclusively be established through this investigation. The pump was explanted but will not be returned for evaluation. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02jun2021. No further information was provided. The manufacturer is closing the file on this event.